Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a farapulse procedure to treat atrial fibrillation the faradrive steerable sheath was selected for use. During faradrive preparation the valve of the sheath was leaking fluid and air was coming when the physician try to aspirate. The sheath was replaced and the procedure was completed successfully without patient complications.

Event description:
It was reported that during preparation for a farapulse procedure to treat atrial fibrillation the faradrive steerable sheath was selected for use. During faradrive preparation the valve of the sheath was leaking fluid and air was coming when the physician try to aspirate. The sheath was replaced and the procedure was completed successfully without patient complications.

Manufacturer narrative:
E1: initial reporter phone - updated investigation summary: with all the available information, boston scientific concludes the reported air ingress and leak were confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. A leak from the hemostatic valve was observed. Microscopic inspection also revealed a tear was identified on the external valve, creating a leak path. Inspection of the remainder of the device presented no other damage or irregularities. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles and leak were a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.